Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional twist was found along the hex portion of the driver. Prior to breaking from an excessive twisting load (torsion) the driver tip may start to twist before the driver breaks. Hex tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2018-00109: screw.

Event description:
During routine removal of an aculoc 2 plate and screws, a driver tip broke off in the head of one of the screws. The driver tip could not be removed so the screw with the driver tip was left implanted.